Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device #2). An additional emdr was submitted to represent the ventralight st (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2011 and composix l/p mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both the meshes. It is alleged that the patient had revision surgery on or about (B)(6) 2014 and the patient underwent surgery for the removal of both the meshes on or about (B)(6) 2014. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, attorney alleges that the patient experienced emotional distress and the device was defective.